Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump has scratches on the screen and cracks on the case, battery compartment and reservoir compartment. Customer noticed the damage while performing the prime process. Blood glucose value is 127 mg/dl. Nothing further reported.